Manufacturer narrative:
This report is filed june 23rd, 2015.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient underwent treatment with antibiotics; however, the issue could not be resolved. The device was explanted on (B)(6), 2015. Re-implantation is planned but has not taken place as of the date of this report, (B)(6), 2015.